Event description:
It was reported that during a tonsillectomy using the procise xp wand, the pt sustained a blanching on the soft palate about 1mm in size. The surgeon alleged that this was the result of "insufficient coverage around the tip". The procedure was completed without delay using a back up procise xp wand. There were no pt complications reported as a result of this event.